Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that a drop of blood was seen leaking at the y-site engagement of the non-filtered blood tubing set during bone marrow transplant and stem cell infusion. The event occurred in adult bone marrow transplant unit (bmt). Although requested, additional information was not provided.